Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery or failed battery test alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had some issues with the battery and the insulin was not delivered. The customer was taken to the urgent care and was told that she was fine as well that the device was delivering the insulin as it should. The mother stated that the customer experienced with headaches lately and went to the doctor who prescribed a muscle relaxer. Then the customer called back and stated that the device alarmed no delivery during the manual prime. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the programming and the bolus history was accurate and all matched. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.